Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract after use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "24 ga x 0.75 in ref 381412 lot number is 9122769 the needle did not retract into the barrel as it should have done."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract after use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "24 ga x 0.75 in ref 381412 lot number is 9122769 the needle did not retract into the barrel as it should have done."

Manufacturer narrative:
H.6. Investigation summary: bd received one semi retracted unit from item number 381412, lot number 9122769. In addition, three photographs were submitted which displayed similarities to that of the returned unit. Upon visual inspection of the unit it was noted that the cannula is sticking out of the grip by approximately a half inch. The spring is closely bound and overlapped near the bottom of the spring. This can prevent the spring from expanding and reaching its full length allowing for the needle to stick out. The unit was pulled apart and the grip, hub, and spring were inspected for damage. During the microscopic inspection damage was observed on the hub. Further inspection revealed that the hub was damaged, and the spring was getting caught during retraction preventing the needle from fully retracting into the safety handle. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating to misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.